Event description:
It was reported that after the pocket was closed, the patient's blood pressure dropped from 160 to 68 and she could not be roused. An echocardiogram found blood around the patient's heart, most likely due to cardiac perforation. Pericardiocentesis was performed, removing 60 ccs of fluid. Twenty minutes after the pericardiocentesis the patient expired.

Manufacturer narrative:
No medwatch form was received.